Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported the laser is cutting too shallow. Additional information has been requested.

Manufacturer narrative:
Technical review showed that the service request for this event was canceled. The root cause could not be determined conclusively. (B)(4).